Event description:
It was reported to vyaire medical that the lap top ventilator 1150 segments missing in display for pressure control and inspiratory. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
"Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."